Event description:
It was reported to boston scientific corporation that three resolution 360 clips devices were used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, one of the clip arms fell off when the clip was opened inside the patient. The same issue occurred with the second and third resolution 360 clips. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on june 05, 2020. It was reported that the colonoscopy procedure performed on (B)(6) 2020 was successfully completed; however, it was decided that the procedure would be completed without any further attempts to place another clip.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: conclusion code 4316 is being used to capture that the event is no longer reportable. Additional information: block b5 (event description), h6 (device code).

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that three resolution 360 clips devices were used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, one of the clip arms fell off when the clip was opened inside the patient. The same issue occurred with the second and third resolution 360 clips. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.